Event description:
Customer reported pt was alert and oriented. A 20 meq kcl secondary infusion programmed to infuse over 2 hours, but infused in less than 1 hour. Pt complained of severe burning at the IV site. The site was slightly red and painful, but had a good blood return. The nurse put a warm compress on it. The nurse monitored the site for the rest of the shift. The site was fine and the pt's pain went away. The devices and tubing will be returned for investigation. Although requested, no additional info was provided.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.